Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was confirmed that the keypad buttons are sticking when pressed. During investigation, the ok and down arrow key contacts were observed to be inverted, and the up arrow key contact was misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive to button presses. She noted that the buttons stick, and they do not click and spring back when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt carries the pump in her bra, on her waist with a clip, or in her pocket.